Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was over 500 mg/dl. The customers¿s other blood glucose level was 519 mg/dl. The customer stated that the he just got out hospital. The customer was treated with the manual injection. The device will not be returned fir the analysis.